Event description:
Reporter alleged blood glucose measured "hi" compared to the emergency room (ER) meter reading of about 250 mg/dl when tests were performed at the same time. It was stated customer went to ER three to four times and had similar comparisons. No treatment information or indication whether actions were taken was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.